Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right subclavian vein in the operating theatre. While the physician was inserting the needle which was attached to the raulerson syringe, the needle bent and broke. The broken piece manually and did not perform a surgical procedure for removal. A new kit was opened and the procedure was completed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.